Manufacturer narrative:
B3. Event date is approximate. Other relevant device(s) are: product ID: 3 7761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that the connector pin became hard to plug into the recharger and then the recharger stopped charging from the wall and only shows the 'charge recharger now' screen when its plugged into the wall charger. The patient requested that repair send out a replacement desktop charger (dtc) and recharger, as she suspects both may be damaged. Warm transfer to repair. Additionally, the patient reported that a couple days later, she was in a great deal of pain because the stimulator battery depleted to off and she hadn't been able to charge her implant back up because of the recharger issue. The patient stated that she had no pain medications to take. It was noted that the change in therapy was sudden. No further complications were anticipated/reported. [Please see (B)(4) for information regarding the unable to adjust stimulation/pain].

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found that the connector was broken and the pins where damaged. Additionally, it was found that the case top was badly scratched. If information is provided in the future, a supplemental report will be issued.